Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported, one week post implant, that a lead integrity alert (lia) was triggered due to oversensing on non-sustained tachycardia episodes and short interval counts (sic) on the right ventricular (rv) lead. There was t-wave oversensing (twos) noted and the electrogram showed double counting of r waves. Also, the threshold had increased significantly and was at a high value. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.